Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-29, the patient, who had a history of aortic valve steno-insufficiency, nyha functional class iii, dyslipidemia, hypertension, previous acute myocardial infarction, previous acute pulmonary edema, coronary artery disease, and prior coronary angioplasty. The patient experienced several acute complications including atrioventricular block, cardiogenic shock, vascular complications at the end of the procedure, and mild paravalvular leak (pvl). Additional information was received to report the patient experienced a late complication of cerebral ischemia; however, the onset date and symptoms were not reported.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-29, the patient, who had a history of aortic valve steno-insufficiency, nyha functional class iii, dyslipidemia, hypertension, previous acute myocardial infarction, previous acute pulmonary edema, coronary artery disease, and prior coronary angioplasty. The patient experienced several acute complications including atrioventricular block, cardiogenic shock, vascular complications at the end of the procedure, and mild paravalvular leak (pvl).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.